Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose. Blood glucose level was over 400 mg/dl. The customer stated that they change sensor and tubing system, got it corrected. Delivered active manual shots and manual testing at thursday night. Customer was not using auto mode. The device will not be returned for analysis.